Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer's investigation is complete.

Event description:
It was reported that the patient experienced multiple asymptomatic clock resets on (B)(6) 2023 when they switched from battery power to the power module (ppm). The alarm was not captured on the ppm. Log file analysis captured several power cable disconnects while the patient was connected to battery power. The reported pump stops and pump speed drops appeared to be related to the patient disconnecting both power cables from their controller. The patient's battery clips were exchanged on (B)(6) 2023 which did not resolve the issue. The patient's controller was then exchanged on (B)(6) 2023; however, a red heart alarm occurred on (B)(6) 2023 while the patient was connected to their new battery clip. The customer had concerns for driveline fatigue. Subsequent log file analysis continued to captured power cable disconnect alarms with pump stops and speed drops, as well as low voltage advisory alarms. These issues indicated an issue with the percutaneous lead. The low voltage alarms were thought to be related to connection issues between the battery clip and battery. Further review of the log files indicated the patient was experiencing a short to shield within the driveline. The alarms reportedly self-resolved. Related controller MFR #: 2916596-2023-00596.

Event description:
Additional information: the customer suspected damage to the driveline's wires.

Manufacturer narrative:
Manufacturer's investigation conclusion: analysis of the log files provided by the account confirmed low speed and pump stoppage events; however, a specific cause for these findings could not be conclusively determined through this evaluation. The submitted log files captured multiple low speed and pump stoppage events that resulted in corresponding low speed and motor stopped alarms. Some of the pump stoppages appeared to be related to a loss of power to the controller (manufacturer's reference number 2916596-2023-00596). Following the last observed low speed/pump stoppage event, the pump appeared to operate as intended, remaining above the low speed limit with no interruption in pump function for the remaining 2.5 hours. The patient remains ongoing on heartmate ii left ventricular assist system (lvas), serial number (B)(6). The relevant sections of the device history records for (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications. The heartmate ii left ventricular assist system (lvas) instruction for use (IFU) (rev. B) is currently available. Pump speed, power, flow, and pulsatility index (pi) are addressed in section 1 of this IFU. Section 2 of the IFU, ¿system operations¿, warns that at least one system controller power cable must be connected to a power source at all times. This section also states ¿ensure that the patient understands the importance of having a caregiver present during system controller exchange if at all possible, and that all labeling instructions are followed, including calling hospital contact if instructed¿. Section 3, ¿powering the system¿, provides instructions for exchanging power sources under ¿switching power sources¿. Section 7 of the IFU, "alarms and troubleshooting", outlines all system controller alarms, including pump off, low speed, and low flow alarms, as well as how to respond to each alarm condition. This IFU outlines the appropriate actions to perform in response to the pump stopping. Lastly, this IFU also outlines the indications of driveline damage, as well as how to respond to such events. The heartmate ii lvas patient handbook (rev. D) is also currently available. Section 2 of the patient handbook, ¿how your heart pump works¿, provides instructions on how to exchange system controllers and states, ¿do not attempt to change your system controller without having a trained, competent caregiver at your side to assist. Follow all alarm instructions, including calling the hospital if instructed.¿ instructions for exchanging batteries and switching power sources are provided in section 3 ¿powering the system¿. Section 5 of the patient handbook, ¿alarms and troubleshooting¿, also outlines all system controller alarms, as well as the proper actions associated with them. Section 8 "handling emergencies" lists examples of emergencies and what actions to take, including when the pump has stopped. This handbook also contains a section on ¿caring for the driveline¿ ¿ however, all heartmate ii left ventricular assist device (lvad) driveline (percutaneous leads) have the potential for wire/shield breakdown to occur dependent upon length of use movement/flexing over time. Lastly, the patient handbook also cautions users to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
Manufacturer's investigation conclusion: analysis of the log files provided by the account confirmed low speed and pump stoppage events; however, a specific cause for these findings could not be conclusively determined through this evaluation. The submitted log files captured multiple low speed and pump stoppage events that resulted in corresponding low speed and motor stopped alarms. Some of the pump stoppages appeared to be related to a loss of power to the controller (see controller investigation). Following the last observed low speed/pump stoppage event, the pump appeared to operate as intended, remaining above the low speed limit with no interruption in pump function for the remaining 2.5 hours. The patient remains ongoing on heartmate ii left ventricular assist system (lvas), serial number (B)(6). No further related events have been reported at this time. The relevant sections of the device history records for (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications. The heartmate ii left ventricular assist system (lvas) instruction for use (IFU) (rev. B). Is currently available. Pump speed, power, flow, and pulsatility index (pi) are addressed in section 1 of this IFU. Section 2 of the IFU, ¿system operations¿, warns that at least one system controller power cable must be connected to a power source at all times. This section also states ¿ensure that the patient understands the importance of having a caregiver present during system controller exchange if at all possible, and that all labeling instructions are followed, including calling hospital contact if instructed¿. Section 3, ¿powering the system¿, provides instructions for exchanging power sources under ¿switching power sources¿. Section 7 of the IFU, "alarms and troubleshooting", outlines all system controller alarms, including pump off, low speed, and low flow alarms, as well as how to respond to each alarm condition. This IFU outlines the appropriate actions to perform in response to the pump stopping. The heartmate ii lvas patient handbook (rev. D) is also currently available. Section 2 of the patient handbook, ¿how your heart pump works¿, provides instructions on how to exchange system controllers and states, ¿do not attempt to change your system controller without having a trained, competent caregiver at your side to assist. Follow all alarm instructions, including calling the hospital if instructed.¿ instructions for exchanging batteries and switching power sources are provided in section 3 ¿powering the system¿. Section 5 of the patient handbook, ¿alarms and troubleshooting¿, also outlines all system controller alarms, as well as the proper actions associated with them. Section 8 "handling emergencies" lists examples of emergencies and what actions to take, including when the pump has stopped. No further information was provided. The manufacturer is closing the file on this event.

Event description:
Additional information: low voltage alarms also continued to occur despite the controller exchange.